Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the atrial lead exhibited noise. The noise was not reproducible in clinic. No intervention was performed. The patient was in good condition. The patient would continue to be monitored.